Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a surgical implant procedure on (B)(6) 2019, the lead could not be advanced to the desired location due to a prior surgery the patient had in that location. As a result, the procedure was abandoned.